Event description:
Customer reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the malfunction code reappears, acknowledging and understanding the instructions.